Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. The pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014 due to reaching elective replacement indicator.

Manufacturer narrative:
Analysis confirmed normal battery depletion.